Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip xtw (lot #: 21117r1040) device is filed under a separate medwatch report number.

Event description:
This is filed to report a clip jump and device causing damage to another device. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4 and a dilated left ventricle (lv). A mitraclip xtw (lot #: 21117r1040) was implanted. While implanting a second mitraclip xtw (lot #: 21117a1059) lateral to the first clip, imaging was performed and revealed a single leaflet device attachment (slda) of the anterior leaflet had occurred with the first clip. Fluoroscopy was performed and revealed interaction between the first and second clip. It was noted that there was also possible chordal interaction with the second clip. A notable jump of the second clip in the ventricle was observed. The second clip was able to be removed from the ventricle. After these movements, it was noted that the mr reduced by the first clip had returned. The second clip was able to be placed lateral to the first clip and a third clip was placed medial to the first clip. The procedure was completed with three clips implanted. The mr was reduced to grade 3-4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on available information, a cause for the reported unintended movement (clip jump) could not be determined. The reported device damaged by another device (caused damage) appears to be a cascading event of the unintended movement. The reported difficult or delayed positioning (anatomy) appears to be due to procedural conditions. There is no indication of a product issue with respect to manufacture, design, or labeling.